Event description:
It was reported that it was raining while the patient was being discharged from the hospital post left ventricular assist device (lvad) implant. The patient reported that the universal battery charger (ubc) was "soaked" and the ubc was no longer turning on and suspected that rain made it into the ventilation holes at the top of the ubc. The ubc was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: a cut was observed on the ac power cord¿s insulation the reported event of fluid ingress in the universal battery charger was not confirmed. The heartmate universal battery charger (serial #: (B)(4) was serviced at the abbott service depot and no log files were submitted. The interior of the unit was inspected, and no signs of fluid ingress were observed. The unit was able to power up and was able to operate with no issues. The ubc was able to run for multiple days without issue and passed all stages of functional testing. The unit was returned to the customer site after servicing. The root cause of the reported event was unable to be determined; however, it was reported that rainwater may have entered the unit. The device history records were reviewed and the records revealed the heartmate universal battery charger (serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.